Event description:
It was reported that the electrocardiogram "slave" connector on the programmer was bad and that it needed to be replaced. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had a loose electrocardiogram (ECG) connection.